Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, on initial inflation at 8 atmospheres, the balloon ruptured. The device was removed from the patient's body without problem and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition after the procedure.